Manufacturer narrative:
H7 and h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1, c3 on motor control board due to no power. Replaced rear case recall completed. Replaced dim u2 on display board. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16aug2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 13715445 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board. A review of the complaint history record in trackwise and sap was performed for the sn13715445 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device "won't turn on". There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device "won't turn on." There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device "won't turn on". There was no patient involvement.